Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on the simplera application was unresponsive and the simplera sensor could not be paired. The customer reported no adverse event. The event involved product(s) mmt-8401. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-8401.

Manufacturer narrative:
An attempt to reproduce the reported event using simplera app ver 1.5.2 installed on samsung galaxy s20 , android 14 with sensor was conducted and confirmed that the issue is not reproduced. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that some security patch was not updated on the customers phone. Starting this month, the new google play integrity policy requires phones with android 13 or above have a security patch within 1 year to pass its strongest device/app attestation. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: some samsung & pixel devices are not eligible to get updates to the latest os version either 15/16 and do not have a security patch available in this instance we have worked on a fix from the teneo side that we' resolve this issue. Please retry. Issue not confirmed we haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'' be closing the ticket. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. In the meantime, if it hasn't been tried already, you may wish to consider the steps outlined below. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.